Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Fse replaced the endoscope camera manipulator (ecm) to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) has received the ecm for evaluation, but the failure analysis has not yet been completed. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted once the product is evaluated and if additional information is received. A review of the site's complaint history does not show any additional complaints related to this product. No image or procedure video was provided. System logs were reviewed at the time of the call into technical support. The logs identified the ecm as the issue and on-site troubleshooting by the fse was required. This complaint is being reported based on the following conclusion: system unavailability after the start of a surgical procedure caused the procedure to be converted to a laparoscopic procedure and may lead to an injury due to the patient¿s inability to tolerate a conversion. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, multiple instances of error 23008 occurred and the camera displayed a red led. The intuitive surgical, inc. (Isi) technical support engineer (tse) who was contacted for support reviewed logs and identified multiple errors (23008, 23026, and 23027) pointing to the endoscope camera manipulator 0x3 (axis 4). When the tse instructed the caller (a nurse) to restart the system, the error returned during the "wiggle test." The nurse confirmed that the patient was sleeping and an incision was made; however, the system was not yet docked to the patient. The tse completed all troubleshooting steps with the caller, and the nurse was informed that the da vinci system would not be available for the procedure. At that time, the nurse did not know if the surgery would be converted to laparoscopy or if it would be postponed. There was no report of patient harm, adverse outcome, or injury. On 30-july-2021, isi followed up with the isi field service engineer (fse) who had been onsite and and was informed that the procedure was completed laparoscopically. Isi performed multiple follow-up attempts with the customer to attempt to obtain additional information related to the reported event. As of the date of this report, no further details have been received.

Manufacturer narrative:
Additional information can be found in the following fields: g3, g6, h2, h3, h6 and h10. D02-intuitive surgical, inc. (Isi) has received the endoscope camera manipulator (ecm) 3 associated with this complaint and completed investigations. Failure analysis investigations confirmed the reported complaint. The ecm3 was found to have component failures. To resolve the issue, the axis 4 motor and axis 4 pot were replaced.

Event description:
Refer to h10/h11 for follow-up information.